Manufacturer narrative:
(B)(4). Two (2) eagle swift 12mm screws [product code: (B)(4), lot no: avjcmw] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the threads on the two eagle swift screws had become torn. Noted damage suggests that the screws were inadvertently cross threaded with the eagle plate¿s locking bushing causing the threads to become torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the screw threads becoming torn cannot be positively determined. However, noted damage suggests that the screws were inadvertently cross threaded with the eagle plate¿s locking bushing causing the threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While final tightening the screw into the eagle plate the screw kept spinning and screw was stripped. Per complaint form: while dr (B)(6) was final tightening the 2 12mm eagle screw, he noticed that they kept spinning like there was poor bone quality. He also noticed that the locking bushing in the plate was removing the top threads of the screws. This made him have to put oversized screws in the patient. This problem has happened a number of times and it seems to happen a lot with the 12mm eagle self tapping screws.